Manufacturer narrative:
Patient code refers to the reported symptom of "dry mouth".

Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred on an unspecified date ¿a couple of weeks¿ prior to the alert date of (B)(6) 2018. The patient manages their diabetes with unspecified dosages of humalog and basaglar insulin as well as metformin pills. As a result of the alleged product issue the patient informed the cca that they skipped dosages of 20 units of humalog and 20 units of basaglar insulin at 11am on (B)(6) 2018. Later that day, at 4pm, the patient developed the symptoms of ¿dizzy, dry mouth and urinating a lot¿, however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved by walking through a retest. The patient¿s products were replaced. This complaint is being reported because the patient claims that they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.